Event description:
Primary controller s/n (B)(4) on css console #30 exhibited inconsistent waveforms while supporting a pt. The pt was switched to the backup css console. There was no impact on the pt at any time during the reported issue. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. In addition, the css console has a redundant, backup controller. The primary controller s/n (B)(4) will be returned to syncardia for eval, and the results of the investigation will be provided in a supplemental MDR.